Event description:
Boston scientific received information that during a follow up visit, this device with unknown right ventricular lead displayed noise. In addition, three hundred ventricular tachycardia episodes were registered in the arrhythmia logbook. Lead measurements were similar to implant measurements. Impedance measurements had decreased two hundred ohms, however remains within normal measurements. The noise did not appear consistent with electromagnetic interference or myopotentials and no procedures had been performed. A lead fracture or insulation damage was suspected. Technical services was contacted for a review of the data and after reviewing provided feedback that the noise appeared from myopotentials oversensing; likely related to an insulation issue. An invasive investigation or lead revision was recommended. It could not be determined whether the noise resulted in greater than two seconds asystole. A follow up visit will be performed in the near future, however not scheduled as of this date. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information is obtained, this event will be updated.